Event description:
Just after initiating the apd treatment, during the initial drain, the patient observed that there was some liquid on the table of the cycler. The patient called baxter technical service and reported that there was a leak from the homechoice set lines, in the zone adjacent to the cycler door. The patient was asked to stop the therapy and was guided to perform an end therapy early procedure. After it, the patient referred that there was a small cut of approximately 1 cm in all the lines.

Manufacturer narrative:
(B) (4).